Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.

Manufacturer narrative:
Final analysis found that the atrial tip feedthru wire was fractured which caused the reported output anomaly.

Event description:
It was reported that the pulse generator exhibited no output, no sensing and greater than 3000 ohms lead impedance. The device was explanted and replaced.